Manufacturer narrative:
The returned valve was patent. The device did not meet the requirements for siphon, reflux, pressure-flow and pre-implantation testing as the valve was not adjustable. The device also did not meet the requirements for leak testing due to a tear noted in the top of the delta chamber. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components¿ proteinaceous debris was noted in the interior and exterior of the valve and was also noted on the internal components of the cassette housing subassembly. Proteinaceous debris was observed between the beams of the pressure regulating spring. The return spring was observed to be adhered to the rotor due to proteinaceous debris. It should be noted that the return spring is normally free floating within the valve mechanism. Proteinaceous debris was also observed between the rotor and cassette housing. All internal components were present and found to be in acceptable condition. It should be noted that debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be malfunctioning. According to the report the device was changing from pressure level setting 0.5 to pressure level setting 1.0. It was reported that when the device was checked again it was changing from pressure level setting 0.5 to pressure level setting 2.0 and would not stay on a set setting. The report stated the device was explanted on (B)(6) 2016 and replaced with another strata valve. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.